Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the kit bd max ext enteric bacterial panel, there were discrepant results on one sample. The first test gave salmonella and etec positive results, but when repeated, the sample was negative for both. There was no report of patient impact.

Manufacturer narrative:
H6 investigation summary: the complaint investigation for discrepant results when using the bd max¿ ext enteric bacterial panel assay (ref. 443812) from lot 3185123 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about obtaining a positive result for etec target that retested as negative when using the bd max¿ ext enteric bacterial panel kit lot 3185123. Review of the manufacturing records of bd max¿ ext enteric bacterial panel assay indicated that lot 3185123 was manufactured according to specifications and met performance requirements. Customer provided database from instrument ct2361 that was analyzed. The discrepant sample identified by the customer was first tested in run 1296; position a3 and gave a positive result for etec target. It was then retested in run 1298; position a1 from a new sample preparation and gave a negative result. Manual pcr curve adjudication was conducted across these samples. Sample from run 1296; position a3 gave late and low, but true, etec positive result (vic channel). Sample from run 1298; position a1 gave no amplification for the etec target (vic channel). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. Samples curves analysis did not suggest any issue. The root cause was not identified. Based on the analysis, the customer¿s result for sample a3 run 1296 appears to be a true positive result, near the assay limit of detection, that repeated negative upon retest in run 1298 (position a1). However, environmental or cross contamination could also explain the results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ ext enteric bacterial panel assay lot 3185123. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use with the kit bd max ext enteric bacterial panel, there were discrepant results on one sample. The first test gave salmonella and etec positive results, but when repeated, the sample was negative for both. There was no report of patient impact.